Event description:
Journal reference: green, et al. "Deep brain simulation for neuropathic cephalalgia." Cephalalgia, 2006, 26:561-567. The article describes a prospective study of seven patients with a variety of cephalalgia in whom dbs was used. All patients had been treated with a variety of medications without success. Reportable event: one patient being treated for severe burning and stabbing pain affecting the right forehead, post frontal meningioma resection, experienced a chronic implant infection treated with oral antibiotics. Recrudescence of the infection at 2 years post implant required device removal and successfull reimplant at a later date.

Manufacturer narrative:
.